Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2017. Patient had enhancement procedure on (B)(6) 2018 and presented on (B)(6) 2018 with loose epithelium in both eyes. The surgery center noted there was a small patch of epithelial cells noted under each flap located on the far periphery inferior. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). The patient comments were of allergies are tough. Patient reported the symptoms are interfering with daily activities. The surgery center found no visual significance but indicated the loose epithelium has taken over a week to heal. There is no plan for medical or surgical intervention. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.50 x -2.00 x 47, left eye pre-op 20/20 -1.25 x -4.00 x 145. Bcva from (B)(6) 2018: right eye post-op 20/20 .50 x -.50 x 45, left eye post-op 20/20 .25 x .00 x 90.